Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump emitted a 054-call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2014 with the following findings: review of the black box shows evidence of five cs-054-0000 alarms. An ezprime sequence and 24hr duration test were successfully completed with no call service alarms being duplicated. Removed pump cover and there was no evidence of internal moisture was observed. No damage to the transceiver flex or pcb was found. The complaint was confirmed in the pump history, but not duplicated during testing. Battery compartment is cracked near the case seal. Returned battery cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.